Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a routine follow-up. During examination of lead, it was noted that the right atrial (ra) lead had dislodged and fallen into the right ventricle. This was confirmed by electrogram lining up with r-waves and visualization under x-ray. Physician explanted and replaced the ra lead during an unrelated procedure on (B)(6) 2021. There were no adverse consequences to the patient.